Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 07/07/2015 alleging a call service alarm (cs 064) issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the user was performing the prime/fill cannula function when the cs 064 alarm occurred. The user stated that bolus settings adjustments were made. This report is being made due to the bg excursion the patient experienced due to a call service alarm issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: evaluation revealed the black box shows on (B)(6) 2015 two call service (B)(4) alarms with high force due to occlusion during prime. The pump was manually suspended on (B)(6) 2015- 09:43; deliveries never resumed. Rewind, load and prime steps performed successfully with no cs alarm duplicated. Pump exercised for 24 hours with no alarms occurring. The daily insulin delivery totals correctly reflect user's programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. The pump¿s cover was removed, no intermittent condition was found to the motor circuit. No internal moisture was observed. Returned battery cap/returned cartridge cap used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).